Event description:
It is reported that pt underwent total knee replacement in 2008. Post operative the pt experienced swelling around his knees and was revised eight days later.

Manufacturer narrative:
Eval summary: device was not returned for eval. X-rays are not available for review. Device history records indicate that the part was mfg and packaged to specifications. The cause of the problem could not be determined due to insufficient info. Eval: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.